Event description:
It was reported that an asymptomatic patient presented for device check. Episodes of pmt were observed and patient was being paced at max track rate. Device was reprogramed and left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.